Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing threshold. Subsequently, this rv lead was explanted and replaced during an upgrade procedure. A new rv lead was successfully implanted. No additional adverse patient effects were reported.